Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-may-2023. H6: investigation summary: bd received an unsealed 20 gauge nexiva unit from lot 3038465 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities. Next, the engineer attempted to disengage and decouple the needle but felt resistance so further investigation was performed. The engineer inspected the device under a microscope and observed some debris and scratches on the needle and inside of the washer inside of the tip shield. The outer diameter of the needle was measured and found to be within product specifications. Finally, the engineer dissected the device to investigate further but could find no defects. Therefore, due the resistance felt when attempting decouple the device the engineer was able to verify the reported defect. It was determined that the resistance felt was caused by the debris found inside of the washer and on the needle. Unfortunately, the engineer could not identify where this debris came from as the device was received opened.

Event description:
It was reported that the needle could not be retracted into the bd nexiva¿ closed IV catheter system after placing the IV. The following information was provided by the initial reporter: "the nurse was unable to retract the needle from the septum after gaining IV access."

Event description:
It was reported that the needle could not be retracted into the bd nexiva¿ closed IV catheter system after placing the IV. The following information was provided by the initial reporter: "the nurse was unable to retract the needle from the septum after gaining IV access."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.